Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred. Although requested by tandem technical support, the customer declined to perform troubleshooting. Customer's blood glucose was within range. Reportedly, the customer was using novolin insulin within the cartridges. Tandem technical support advised the customer against using off label insulin with the pump. The customer continued using the pump for insulin therapy.